Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product. The arteriotomy locator(dilator) and hemostasis sheath were returned mated together, and the carrier tube assembly within sealed polyfoil pouch were returned. No other components were returned. Visual inspection revealed that there were not any signs of damage or deformation observed on the distal tip end of the locator. No other visual anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the angio-seal device package, they found that the locator front end was bent. The doctors chose to continue with the product. However, it was found during the operation, due to bending of the front end of the locator, it could not be inserted into the blood vessel and could not be used. Another angio-seal device was used to complete the operation. The patient was reported to be in stable condition. The procedure performed was a femoral artery occlusion surgery. Additional information was received on june 10, 2019. The procedure sheath size that was used was a 6fr. A pre-deployment angiogram was performed.